Event description:
It was reported that this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited sensing issue since implant, changes in morphology and t-wave oversensing of noise which led to an inappropriate shock. A request was made to have data from this device analyzed. At this time no additional information is available. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.